Manufacturer narrative:
Date sent: 11/16/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after a few cycles it was not possible to get any probe out. The needle only cut beside the lesion. It was not possible to get any part of the lesion out. Then with needle two the same problem, but no error code. Patient could not be finished. She needs to have an operation.